Event description:
Information received notes that during a routine follow-up, attempts to increase the rate response resulted in an error message that one or more parameters had unknown values. Loss of ventricular capture was noted on the ECG. Attempts to program initial values, emergency vvi and return to standard were all unsuccessful. The patient said she did not feel well. After testing, the measured data was 2.20v, 356ua, and 1 kohms. The device was subsequently replaced.